Event description:
Hysterectomy to remove essure coils. Surgeon found extensive scar tissue surrounding both coils, one had adhered to the bowel, one had adhered to the bowel, the other was close to perforating the fallopian tube and bowel next to it.